Event description:
It was reported that: "pt went to ER due to pain (dislocation). In the ER, the staff tried to reduce it and the bipolar disassociated from the 26mm head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.